Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the tip of the inner sheath of device had been frayed (no wire exposed) before entering the patient¿s body. A second device was used to complete the operation. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. There was no adverse event reported on patient.

Manufacturer narrative:
On 19-may-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the tip of the inner sheath of device had been frayed (no wire exposed) before entering the patient¿s body. A second device was used to complete the operation. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection was performed following j&j medtech procedures.. Visual analysis revealed that the tip of the sheath was bumped. A microscopic examination to the sheath was performed and the tip was observed bumped and wrinkled. A device history review was performed for the finished device number lot 60000616 and no internal action related to the complaint was found during the review. The sheath shaft rough issue reported by the customer was confirmed due to the bumped tip. The potential cause of the bumped tip could be related to the skin incision size relative to the sheath, however, this could not be conclusively determined. The instructions for use (IFU) contain the following precaution: during insertion, use caution not to create excessive bends that may lead to crimps in this device. Always observe acceptable hemodynamics prior to advancing the dilator or any other component. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).